Manufacturer narrative:
Na

Event description:
It was reported by the nurse that the ventilator had a sync error while connected to a patient. When the sync error occurred, the ventilator stopped ventilating the patient. No pt harm reported.